Event description:
The customer contacted physio-control to report that the screen on their device was white, after the device was powered on, and that the device did not respond to any of the buttons being pushed. The service led was lit, and the device had logged multiple event codes into its memory. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio-control reloaded the device software. Proper device operation was then observed through functional and performance testing. Following repair, the device was returned to the customer for use.

Manufacturer narrative:
After additional investigation by physio-control, it was determined that the cause of the reported issue was due to corrupt memory on integrated circuit, designator u2, of the user interface pcb assembly.